Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not filling. After verifying the device set up and check inlet pressure, they attempted to fill the device. It would not take up water and they stated no suction was present at the left port. Discussed this was indicative of a failed circulation pump and they would order the part and replace it locally.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not filling. After verifying the device set up and check inlet pressure, they attempted to fill the device. It would not take up water and they stated no suction was present at the left port. Discussed this was indicative of a failed circulation pump and they would order the part and replace it locally.